Manufacturer narrative:
A visual assessment of the returned cannulated tap showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The distal end of the tap was broken as reported, both portions of the instrument were returned to the manufacturer for assessment. A functionality assessment was not performed due to the damaged condition of the returned instrument. The instrument was failed and removed from distributable inventory. A DHR review was performed for the complaint lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since june 26, 2015, resulting in about a 10 year lifespan. It is unknown how many uses the device has undergone during that time. It may be possible for this instrument to break when preparing patient bone if it was inadvertently shifted out of alignment while tapping the drilled patient bone. There have been two other complaints of similar nature for this instrument in the past 12 months. The manufacturer will continue to monitor the field for complaints of broken cannulated taps.

Event description:
The manufacturer was made aware of a product complaint on 12/16/2024. It was reported that during a procedure, while being used over a guidewire, the distal tip of a cannulated tap fracturing and was successfully recovered without incident. An altername instrument was used to finish the procedure and overall this resulted in a ten minute delay in procedure. There were no known patient complications associated with this complaint. No additional information is available.